Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly and resolved the issue. Physio then conducted other unrelated repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was an electrical open between pcb-mounted jack connector, designator j13 pin 1 and fl6, as well as j13, pin 2 and fl5. This caused the device to not function while on dc (battery) power. The device would function on ac power using an ac power adapter; however, it would give no indication of battery charge. Additionally it was visually observed that there was corrosion on multiple components, however, there was no indication that the corrosion contributed to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not have been possible if it were necessary. There was no patient involved in the reported event.